Event description:
It was reported that the ventilator's battery was replaced due to it being out of specification. The service provider (sp) replaced the battery and power management board as the unit failed preventative maintenance. There was no patient involvement. Upon follow-up it was reported that the unit had a battery failed error. The sp was advised that the firmware required to be updated due to the new battery replacement. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Due to the new battery replacement, the service provider updated the firmware to address the issue. The unit was checked overall, run-in tested, cleaned, and functionally tested, and no abnormality was confirmed.